Event description:
It was reported that "casing around charging port is cracked, pt has to wiggle charging cable into pump for pump to charge". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.